Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control unit overheated and the buttons were not working. It was reported that the buttons are not working and that it was heating up before the case. No delay was noted as a result and no patient or staff injury.